Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure and needle stick injury-post use. Medical intervention included laboratory testing. The following information was provided by the initial reporter. The customer stated: the safety shield comes out at the moment it's put down when the needle was used.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure and needle stick injury-post use. Medical intervention included laboratory testing. The following information was provided by the initial reporter. The customer stated: the safety shield comes out at the moment it's put down when the needle was used.

Manufacturer narrative:
Bd received 48 samples for investigation. Twenty (20) of the the returned samples were evaluated by visual examination and functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.